Event description:
It was reported that appropriate ventricular tachycardia (vt) therapies were delayed by wavelet before antitachycardia pacing was started. Therefore device reprogramming was completed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.